Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the surgeon fired the second firing with a black reload across the stomach. The surgeon observed the staple line and noticed that the staples on the specimen side had three rows of malformed staples and the staples did not form on the patient side but cut. It appeared that the staples had derailed and the metal piece of cartridge separated. There was bleeding at the site and the surgeon over sewed the staple line. It was not known how the case was completed at this time. Patient is stable.

Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: the surgeon is concerned there may be a stricture or a leak post op and will be watching the patient closely. There may be pictures available and the account will release the device if there are no post op complications. Rep is following up with the surgeon for more details. The following information was requested, but unavailable: what was the patient¿s bmi? How did they complete the procedure? Due to the patient had bleeding were was there a measurable amount in cc¿s noted for blood loss? Were there any blood products required for the patient? If yes how many units? What is the patient¿s status post op? Did they require ICU or any intervention?

Manufacturer narrative:
(B)(4).additional information: the analysis found that one ple60a device was returned in good visual condition and with an ecr60t cartridge loaded in the device. Additionally, the reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/4. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. In addition the cartridge pan was noted to be partially dislodged at left proximal end. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.